Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional evaluation findings were as follows: the bending section cover had a chip/crack, dunk test failed, image guide breakage, the insertion tube had scratches and dents, and there was excessive angulation. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer believed the foreign material to be part of the distal end cover. There was no delay/lag time between the end of clinical use and the start of precleaning. The customer aspirated water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The endoscope was not presoaked in detergent solution. The instrument channel outlet was wiped/brushed with clean lint free cloths, brushes or sponges. The instrument channel, instrument channel port and suction cylinder was brushed. There were no concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofibervideoscope had a blurry image and the scope was blocked. The issue occured during a diagnostic procedure that was completed with the same device. There was a 10-25 minute delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the forceps and brush passage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of why it remained could not be determined. It is likely that the procedure was prolonged due to the foreign material clogging the channel. The user can detect the suggested event by handling device in accordance with the following instructions for use (IFU): operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.